Event description:
A healthcare facility in france reported that the needle in the manometer of an rd900afu neopuff infant resuscitator becomes stuck at maximum pressure and moves slowly when pressure is released.there was no reported patient involvement.

Manufacturer narrative:
(B)(4).section d4: UDI details are not available based on the time of manufacturing.fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.